Manufacturer narrative:
The implant remains in situ. As part and lot numbers were not provided, a review of device history records cannot be performed. Additionally, no radiographic imaging was provided for evaluation. As a result, the reported complaint could not be confirmed. Alphatec spine is submitting the report in compliance with FDA regulations under cfr 803. All relevant and available information has been included to the best of our knowledge at the time of this submission. Any fields left blank reflect information that was not known or provided. Should additional details become available, a supplemental report will be submitted accordingly.

Event description:
An expandable interbody cage was implanted an expanded as intended during a spinal procedure performed on an unspecified date. No intraoperative complications were reported. During a postoperative radiographic image review, the surgeon identified a collapse of the cage. The patient remains asymptomatic, and there are no plans for revision surgery.